Manufacturer narrative:
The device is in transit to the manufacturer and not received as of 05/12/10. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.

Event description:
It was reported that while manipulating a replacement catheter (unable to properly manipulate original catheter due to reported 'strange shape'; catheter was replaced), the patient started to move and tried to stand up. Then, the doctor noticed the patient has injured his myocardium. He said this was provoked by the patient's movements. The physician does not allege that the event was cause by the catheter.